Event description:
When implanting a 5.5 mm biocorkscrew ft suture anchor the screw broke off in the pt and part of screw was left in the pt. Doctor tried to insert another suture anchor from the same lot and again the screw broke, the whole screw was able to be retrieved from the pt. Another anchor from a different lot was then used with no problems.